Manufacturer narrative:
Conclusion: the complaint was confirmed for the reported issue of the instrument powering off. This instrument was manufactured in may 2020; batteries are to be replaced every four years per the preventive maintenance schedule. A review of the complaint and service records for august 2017 to august 2021 (>4 years) associated with this instrument found no other instances of battery replacement. The batteries did not meet their life cycle requirements. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis :the reported instrument powering off was verified during service. The service technician noted that the battery was broken. The issue was resolved by replacing the pcb mainboard and battery. Post-repair testing was performed per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console instrument it powered off automatically when not connected to ac power, the battery life of the instrument was less than 10 minutes. Use of the instrument was continued and there was no adverse patient effect. Additional information was received on (B)(6) 2021 stating that the hand crank was required to maintain flow after the screen went black. The hand crank was in use for 20 minutes.